Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while moving the leadless pacemaker around in the right ventricle to find an optimal implant site, the device's helix was noted to have sprung. The device was not used, and a new one was implanted successfully. The patient condition was stable.

Manufacturer narrative:
The reported event of stretched helix was confirmed. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during implant procedure. Further analysis performed found no anomaly. Review of device history record (DHR) indicates that each manufacturing and inspection operation was performed, and the device passed all tests. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.